Event description:
During a cybersecurity software upgrade, the device entered into backup vvi mode. The device was exchanged before use, therefore, there was no patient involved in the event.

Manufacturer narrative:
The reported event of the device entering backup vvi mode during a firmware upgrade was confirmed. The backup reset and device¿s data corruption were observed on the event date. It is suspected that the device was placed near other devices during the firmware upgrade which caused the device to reset. The upgrade was performed in the laboratory and it was successful.